Manufacturer narrative:
It was reported that a rotaflow displayed the error message ¿rom error¿ during testing of the device. No patient has been involved. No harm to any person occurred. A getinge service technician confirmed on 2022-07-13 that the affected rotaflow (serial#(B)(6) ) has been repaired. The technician confirmed the reported failure and replaced the rfc (rotaflow console) control board kit (material# 70103.4051). After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "rom error" was performed in getinge life cycle engineering on 2022-03-09. The most probable root cause could be determined as defective flash memory (ic8) on the control board. Based on these investigation results the reported failure could be confirmed. A device history review (DHR) was performed on 2022-04-06 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that a rotaflow displayed the error message ¿rom error¿ during testing of the device. No patient has been involved. Complaint ID:(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.